Event description:
It was reported that the tip of monopolar curved scissors was noted to be broken and mcs had broken cable. The customer reported event has no report of patient injury. Intuitive followed and confirmed that there was no additional information available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a broken snake wrist cable at the distal joggle joint. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a dislodged snake wrist and broken main tube. Common causes of broken - distal instrument snake wrist cables, whether partial or full, may be attributed to reduction in ultimate strength of the material, due to damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a dislodged snake wrists, causing misalignment of the wrist discs. Two snake wrist discs were observed to be dislodged. There were no missing pieces and there was damage observed to the snake wrist cable. Wrist assembly is not straight. Grips and other components adjacent to the dislodged snake wrist show damage which may indicate potential mishandling/misuse. The tube adapter was found to exhibit abrasions/scratch marks, a broken main tube was observed, and a broken snake wrist cable was observed. Common causes of the failure mode dislodged instrument snake wrist are attributed to damage during use, which may include an accidental drop the product or collisions with other objects or hard surfaces. The instrument was found to have a broken main tube approximately 31.88mm from the distal tip. No material was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. A broken snake wrist cable and dislodged snake wrists were observed. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The tube adapter was found to exhibit scratch marks/abrasions. The mcs tip accessory was not returned with the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.